Manufacturer narrative:
Pump received with a new software release detected alarm followed by a failure of flash memory alarm after battery installation due to moisture damage on electronics assembly. Unable to confirm incorrect pump model number in flash alarm and unable to perform any tests due to the new software release detected alarm and failure of flash memory alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and there was multiple pump error. The customer¿s blood glucose level was 16.9 mmol/l. The customer was advised to clear the alarm. The customer reported that they had received the second insulin pump error alarm. The customer reported that insulin pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.